Event description:
It was reported that an automatic lead safety switch (lss) from bipolar to unipolar pacing configuration, occurred on this right atrial (ra) lead. Device review indicated that a high pacing impedance measurement, greater than 3000 ohms, was the cause. Additionally the day before the lss, there was a significant drop in atrial intrinsic amplitude to 0.4 millivolts. Technical services suggested taking an x-ray to check for lead issues. The field representative was going to discuss with the physician. No interventions or adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.